Event description:
It was reported that the patient with this artificial urinary sphincter experienced urinary retention due to an undersized cuff. The retention was successfully addressed with bladder drainage. The cuff was explanted and replaced with a larger cuff. No further patient complications were reported.